Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implant procedure. After the procedure, the patient reported having chest pain, and upon interrogation it was observed the right atrial lead had inadequate capture. The lead was explanted and replaced. The patient was in stable condition.